Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain and was getting stimulation in the heart/chest. A computed tomography (CT) scan was performed and identified perforation. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.